Event description:
Boston scientific received information that this right atrial (ra) lead had become dislodged. A revision procedure was performed in which the lead was repositioned. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.